Event description:
Customer was using heating pad on shoulder. She smelled plastic burning and noticed 3 small holes. Customer was not injured. Property was not damaged as well. Customer is requesting refund of purchase price of product.